Event description:
The rptr stated that rptr did back to back blood glucose tests, one after the other, using different finger sticks. Rptr's results were 227, 298 and 314 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. No harm was alleged.